Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer treated off their sensor glucose which happened to be out of the normal range. The customer was at 332 mg/dl at the time of the call. The customer was given food and intravenous glucose to treat. The customer stated the hospital staff took out the reservoir from the pump while they were still connected. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for the current high but not completed for the low. The customer reported highs of 332 to 360 mg/dl on the day of the call. The customer treated the highs with manual injections. The insulin pump will not be returned for analysis.